Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement monitor shipped to site 03/21/2016. Medtronic investigation of returned suspect monitor finds that after the monitor was run for 4 hours, no issues were observed. No fault found. On 03/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On no further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system monitor was flickering. The monitor comes back after a few seconds. In trouble-shooting, all connections were checked and found to be stable. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.